Event description:
This procedure was performed in (B)(6). Customer stated that during the procedure, when the physician attempted to deploy the stent into the body over the 0.035-260cm guide wire, it became stuck on the wire. As a result the stent would not deploy, nor could it be withdrawn. The physician was finally able to remove it forcibly. There was no injury or intervention, however the procedure was extended by more than 30mins due to the problem.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested, including the return of the device. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported event. It was not possible to load a 0.035" dia. Wire through the stent deployment system (sds). The cause of the difficulties encountered was the withdrawing of the inner shaft proximally through the sds outer sheath. The instructions for use (IFU) instructs the operator to, "initiate stent deployment by pinning down (holding) the inner shaft (proximal grip) in a fixed position and pulling the outer sheath (distal grip) toward the proximal grip".